Event description:
The end user reported that there was an insect inside the sealed individual packaging between contact layer and film. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: based on the available information, this event is deemed to be a reportable malfunction. Sample evaluation results: upon receipt of the affected unit, a visual inspection was conducted to assess the nature and condition of the foreign body embedded in the product. The analysis was performed in collaboration with the facility¿s pest control service provider, rentokil. The evaluation concluded the following: -the foreign body was confirmed to be a mosquito embedded in the product mass. -the insect was found in a highly deteriorated state, appearing crushed, with a brittle exoskeleton and dry texture, suggesting it had been in this condition for several time. -due to the advanced deterioration, it was not possible to determine the insect species or lifespan. For further details, refer to corrective action / preventive actions (CAPA) record in database. Batch record review results: lot 3l04808 was manufactured on 30/nov/2023, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 17/jun/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The cleaning schedule routine was executed as established in the standard operating procedure (sop). The defect reported by the customer could occur during the process performed in the elc#11 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot(s) manufactured in this line. The subassembly lot 3l03551 & 3l04812, order (B)(4), material 1003411, was manufactured on 11/24/2023 & 12/1/2023 in the elc#11 manufacturing line, with a total of (B)(4) eaches (eas). The complaint investigator performed a batch record review on 25/jun/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The cleaning schedule routine was executed as established in the dr-cs-0032, version 1.0. Historical nonconformances & CAPA review: on 08/jul/2025, a query in database was performed by corrective action / preventive actions (CAPA) engineer looking for non-conformance (nc)'s or corrective action / preventive actions (CAPA)s related to the defect ¿harmful fauna / harmful fauna / harmful fauna / harmful / fauna¿ and any words related to ¿harmful ¿ fauna¿ for haina site from 01/jan/2024 to 08/jul/2025, and as a result, four (04) additional record were found. These events do not correspond to the same type of harmful fauna, and preventive and corrective actions were taken to address this kind of incident. Historical complaints review: on 08/jul/2025, a query in database was performed by senior complaints engineer looking for complaints reported for batches manufactured from january 2022 to june 2025 related to the malfunction ¿foreign matter (e.g. Hairs, insects) within primary pack, specifically the failure mode ¿insect in the primary pack "for advance wound care products from haina site, and as results, no additional complaints were found. Pest control measures ¿ facility overview: the facility maintains a robust, multi-layered pest control program designed to prevent the entry of insects and other pests into controlled manufacturing areas. These controls are implemented as follows: first layer ¿ facility entrances: to prevent pest ingress at the outermost level, the following measures are in place at all facility entry points: 1) rodent bait stations ¿ strategically placed to control rodent activity. 2) glue stations ¿ used to trap crawling insects. 3) insect light traps ¿ installed to attract and capture flying insects. 4) routine fumigation ¿ conducted as part of a scheduled pest control program. Second layer ¿ internal hallways: to reinforce pest control between general facility areas and controlled environments: 1) insect light traps ¿ positioned in hallways to intercept flying insects. 2) fumigation ¿ performed regularly to maintain pest-free conditions. Third layer ¿ clean room entrance: at the final barrier before entering the manufacturing clean room: 1) positive air pressure ¿ maintained to prevent airborne contaminants, including insects, from entering the controlled environment. These layered controls are part of the facility¿s validated environmental management system and are routinely monitored and documented to ensure compliance with regulatory and quality standards. In-process controls ¿ 100% visual inspection in mfg. Test methods (tm)-017, ver. 25.0 ¿ method #1. ¿ visual inspection in pkg. First piece, test methods (tm)-002, ver. 16.0 ¿ method #7. ¿ process monitoring pi31-142, ver. 27.0, section 7.4.3 and pd31-142 ver. 2.0. ¿ qc inspection in pallet, (B)(4) units test methods (tm)-017, ver. 25.0 ¿ method #1. ¿ routine cleaning schedule routine established for batch level dr-cs-0032 ver. 1. Conclusion summary of the related event: a full investigation using 6m analysis, fishbone, and brainstorming identified the following root causes: ¿ rc1 ¿ machine ¿ led lamp installation: previous lamps destroyed insects completely, making detection and counting impossible. ¿ rc2 ¿ machine ¿ damaged rolling doors: the interlock system was faulty, allowing both doors to open at the same time. ¿ rc3 ¿ machine ¿ ineffective air curtains: existing air curtains did not prevent flying insects from entering. ¿ rc4 ¿ manpower ¿ procedures not followed: operators left doors open during conversations, exposing clean areas. ¿ rc5 ¿ measurement ¿ no insect monitoring: there was no method in place to track insects and identify trends. ¿ rc6 ¿ method ¿ poor pest control execution: the service provider was not following the agreed procedures. ¿ rc7 ¿ environment ¿ heavy rain and high mosquito activity: rainfall caused mosquito migration across the industrial park. For the further investigation details, refers to the corrective action / preventive actions (CAPA) (B)(4). Corrective and preventive actions implemented: ¿ all rolling doors were repaired, and the interlock system was fixed to ensure only one door can open at a time, protecting clean areas. Completed on 10-jan-2025. ¿ the monitoring system was improved through updates to key forms, which now include mosquito tracking and monthly alert limits. Completed on 17-dec-2024. ¿ the previous pest control provider was replaced by rentokil, a company with proven compliance and service consistency. Completed on 02-oct-2024. ¿ the personnel involved in this issue were notified of the complaint reported by the customer. Completed on 02-jul-2025. ¿ a quality alert was given to all the manufacturing personnel of advance wound care, business unit. Completed on 06-aug-2025. Further actions will be completed through the corrective action / preventive actions (CAPA) record in database. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.